Event description:
It was reported that tubing of an unspecified quantity of clearlink system continu-flo solution sets were leaking where the hub hooded to the tube at the patient end. This occurred while a patient was connected for therapy at the outpatient infusion department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, d10 (updated to 'unspecified medication bag'), h3, h6, h11. H11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing, underwater testing, priming, pull testing, and a dimensional testing were performed on the samples, and the devices were found to be within the product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.